Event description:
Cannulation of the right femoral vein was successful in a pt. Who needed emergent dialysis. The physician also successfully threaded the wire into the vessel and had placed the catheter over the wire. When trying to remove the wire, he experienced some resistance. As he was pulling back on the free end of the wire, the outer "sheath" cut through 2 sets of gloves and pierced his skin and drew blood. The entire unit was removed after washing his hands and donning new gloves.

Event description:
Cannulation of the right femoral vein was successful in a pt. Who needed emergent dialysis. The physician also successfully threaded the wire into the vessel and had placed the catheter over the wire. When trying to remove the wire, he experienced some resistance. As he was pulling back on the free end of the wire, the outer "sheath" cut through 2 sets of gloves and pierced his skin and drew blood. The entire unit was removed after washing his hands and donning new gloves.